Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure. The patient was referred to an endodontist for further treament. Patient follow-up will be required and reported, as information becomes available.